Event description:
It was reported that the zoom function was not stopping. It was further reported that a user went around the device to block it with her body to stop it from hitting another person, at which point she fractured her wrist. Attempts are being made to gather additional injury and treatment details from the user facility.

Event description:
It was reported that the zoom function was not stopping. It was further reported that a user went around the device to block it with her body to stop it from hitting another person, at which point she fractured her wrist and wore a splint.

Manufacturer narrative:
Information regarding the model and serial number were not able to be obtained at time of incident, therefore the device was not able to be evaluated.